Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported external fracture to power PICC solo 4fr 2cm above secureacath. PICC line had to be removed and another placed. Chemotherapy was deferred, anxiety to patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 0 cm and 1 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported external fracture to power PICC solo 4fr 2cm above secureacath. PICC line had to be removed and another placed. Chemotherapy was deferred, anxiety to patient. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 48cm. PICC inserted into basilic vein. Exit site marking of the PICC after placement? 3cm. Secured with securacath. Infusates were infused through the PICC: oncology treatment (erinontecan, 5fu, cetuximab). PICC leakage identified after leaking at exit site. PICC leakage occurred 3 months after insertion. Catheter site cleaned with chloraprep 3ml during a dressing change. Additional comments: chest x ray 24 may tip position good. Catheter vein ratio 8%.